Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer was not detected on the bus. A field service engineer removed the back panel, which revealed no lights on the controller board. The device was shut down, and the drawer board and the retractor band were replaced. After rebooting, the drawer was still not recognized. The device was shut down again, and the controller board was replaced. After rebooting the device, it was verified that the drawer was operational using the diagnostics tool. The field service engineer confirmed that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.